Manufacturer narrative:
The product return is not expected. An investigation has been initiated based upon the reported information.

Event description:
User facility reported a csf leak after using suturable duragen in may to close the dura in the posterior fossa. The physician went back in to repair the leak, and found the suturable duragen had disintegrated, leaving only the sutures. Integra neurospecialist advised that in the first procedure, the suturable duragen was used with duraseal. On july 26, 2006, an integra representative spoke directly with the physician and provided the following information: the patient (female) underwent a decompression of a chiari malformation. The dura was closed with sutures and suturable duragen. Duraseal was then applied over the suture line and on top of the graft. Then duragen (not suturable duragen) was placed over the graft to bolster the primary closure. The pt was re-operated on 6 weeks after the initial operation. At that time, the pt had some swelling of the neck, but no noticeable leak of csf through the skin incision. The pt had no other symptoms or problems (infections, meningitis, etc). At the time of re-operation, the piece of duragen used to bolster the primary close was still present and could be removed easily. It had not adhered to the surface of the dura. This was unexpected based on the surgeon's past experience with duragen, which would normally have adhered to the dura and been incorporated. Upon removal of this graft, the defect margin had sutures intact, but the suturable duragen had been fully absorbed and was no longer visibly present. The defect was closed during the re-operation with bovine pericardium and the pt has since recovered.